Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, all keypad buttons are not responding to user input. There was no evidence of product misuse. The pump is being returned for investigation. The patient will go on the backup plan as needed. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. There was no keypad button defect found on investigation. The complaint could not be confirmed or duplicated. Unrelated to the complaint, evaluation revealed that the vibration motor pins were not making an electrical connection with the pcb. The alleged malfunction is not likely to cause an adverse event because the audible alarm mechanism still functions and will still alert the user should the pump emit an alarm.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.